Event description:
Patient reported that device would not prime. Patient indicated that cartridges and piston rods were replaced, but the device would not deliver insulin. Patient indicated that he had elevated blood glucose. Patient indicate the pump was not giving any alarm messages.